Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by acta orthopaedica belgica titled ¿clinical and radiographic outcome after acromioclavicular reconstruction: a single-center comparison of three different techniques¿. The study reviewed fifty-three (53) patients who underwent primary ucl repair with internal bracing or ucl reconstruction using arthrex fiberwire to address soft tissue approximation and/or ligation. During the sixty (60) month follow-up period, one (1) patient experienced loss of reduction. Ref: vleugels, k., mertens, j., jansen, n., declrercq, g. & verborgt, o. Clinical and radiographic outcome after acromioclavicular reconstruction: a single-center comparison of three different techniques. Acta orthop belg 90, 659-664, doi:10.52628/90.4.13073 (2024).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.